Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2025, the patient underwent a thrombectomy procedure in the superficial femoral artery/popliteal artery using an indigo system aspiration catheter 7 (cat7), a canister, and a penumbra engine (engine). On (B)(6) 2026, it was reported that the patient had right foot pain and a right foot ischemic ulcer. It was noted that there was a dissection to the superficial femoral artery/popliteal artery (proximal) that required a stent placement. The physician stated that he did not see the dissection on the post-treatment angiography on (B)(6) 2025 but cannot say with certainty if the dissection is related. Arterial dissection was determined to be a serious adverse event with a possible relationship to the indigo aspiration system (cat7) and a possible relationship to the index procedure. The event is ongoing.